Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the adhesion of foreign matter or moisture to the electrical contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer stated that the scope in question was not present at the time of the call. Tac provided general troubleshooting steps to the customer and follow up attempts for updated information were not successful. The device is not expected to be returned for evaluation at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a b30 error code while using the evis exera iii xenon light source. There was no patient harm associated with the event.